Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was 200 (mg/dl). Customer stated a cartridge would be reloaded onto the pump follow the call with tandem technical support. Reportedly the customer will continue to use the pump until the replacement pump is received.